Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to a procedure a system message was displayed and there was no phacoemulsification power. The system message could not be cleared, all cases for the day were canceled.

Manufacturer narrative:
The system was examined and the reported event was replicated. The printed circuit board (pcb) u/s controller was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 6, 2006. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming u/s controller pcb. However, how that u/s controller pcba became non-conforming remains inconclusive. (B)(4).